Manufacturer narrative:
The complaint sample was not returned for evaluation. A review of the non-conformance (nc) database revealed no ncs have been issued since 2014 for particulate in bl5114. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary.

Manufacturer narrative:
Additional information has been requested regarding patient impact, device identifier and return. The DHR is unable to be reviewed as no lot number was recorded. The investigation is ongoing.

Event description:
The user facility in the (B)(6) reported that a piece of the phaco sleeve had broken off into the patients eye.